Event description:
It was reported while transporting a patient on the stretcher, the x-frame bolt allegedly broke. Neither the medic crew or the patient was injured and the patient was safely transferred to another stretcher to continue the transport.